Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the emergent endovascular treatment of a abdominal aortic aneurysm. It was reported on an unknown date a type ia endoleak was identified. A heli -fx endoanchoring system was used approximately 10 months later to treat a ia endoleak. It was reported that during the procedure, after 2 endoanchors were implanted, attempts were made several times to deploy the next endoanchor but it would not deploy through the graft. A blue error and backward light were then displayed on the applier at the same time. As per the physician the cause of the event was a device error. No additional clinical sequelae were reported and the patient is fine.